Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr1702 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC has been showing "defect" in the clamp; even fully clamped the flush with saline syringe occurs without resistance and medication is also infused normally. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a defective clamp is confirmed; however, the exact cause is unknown. Two videos of a single lumen powerpicc were returned for evaluation. An initial visual observation of the videos showed a single lumen powerpicc in a patient¿s arm. The first video showed the catheter being able to infuse despite the clamp on the catheter extension leg being engaged. The second video showed an IV drip flowing through the catheter also despite the clamp on the extension leg being engaged. While it can be seen from the returned videos the alleged clamp does not properly occlude the catheter, the exact cause of this condition could not be determined. Possible causes include over-extension of the locking hinge when opening the clamp, exposure to incompatible chemicals, and material damage and/or fatigue. A lot history review (lhr) of redr1702 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC has been showing "defect" in the clamp; even fully clamped the flush with saline syringe occurs without resistance and medication is also infused normally. No other information was provided.